Manufacturer narrative:
Additional information received: the reporter indicated that the surgeon implanted a 13.2 vticm5_13.2, -13.5/+1.5/95 (sphere/cylinder/axis), implantable collamer in the patient's right eye (od) on (B)(6) 2018. The lens was explanted 5 hours later due to significant reduction of irido-corneal angles and pupil block with elevated iop (intraocular pressure). Additional surgical procedures (enlargement of pi or addition of new pi and yag) were reported to be performed. Entered staar (B)(4)'s address device evaluation: lens was returned in a contact case. Visual inspection found no visible damage to the lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Malignant glacoma with explant was reported. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted